Event description:
It was reported that before a surgery, the device was suspected to be "reversed", of clearer color and with alleged wrong diameter. The device has not been implanted, and will be sent to intervascular for eval.

Manufacturer narrative:
A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. The investigation is still on going. A f/u report will be submitted upon completion of the investigation.